Event description:
Dealer reported that the metal is flaking off on the back canes of a trex28r wheelchair causing jagged edges and sharp points. The end user cuts herself whenever she sits in the chair. No alleged medical intervention.